Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented in clinic. Upon interrogation, it was observed the patient's implantable cardioverter defibrillator had incorrectly interpreted supraventricular tachycardia as ventricular tachycardia, and delivered inappropriate anti-tachycardia pacing. This caused the patient to go into true ventricular fibrillation. Multiple shocks failed to convert to normal rhythm. It was unknown how the arrhythmia was resolved. Programming changes were completed. The patient was recovering.